Event description:
A surgeon reported that during a cataract procedure, after removal of the cortex, a radial tear in the capsular bag was noted. The intraocular lens was placed in the capsular bag, and the case was completed. The surgeon reported that the cause of the event was due to the phacoemulsification process and not related to any alcon product.

Manufacturer narrative:
The customer did not request service for the system. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4).